Manufacturer narrative:
The cello balloon catheter (model: 1610090 lot: 25841295) was returned for analysis. No damages or irregularities were found with both the catheter hub and the balloon hub. No flash or hub mold was found within the hubs. No damages or irregularities were found with the catheter body. The balloon subassembly was found burst. The catheter was flushed and water exited out the distal end. The balloon hub was pressurized and water flowed out of broken proximal bond area. No other damages or abnormalities were observed. Fuji investigation report: returned product data: balloon was roundly ruptured at the bonded part of proximal side and there were not any kinks on the catheter. As we carefully investigate the ruptured part, we found two damages around the ruptured line. As of the balloon itself, no cracks occurred even when pulled, no deterioration was found. (B)(4). We confirmed that there was not any problem for the product record and inspection record. We did not use tool specifications or processes to damage the relevant part and all products were inspected for injecting air to balloon. We only shipped the acceptable products. Based on the above survey results, it is presumed that due to some other factor made the balloon ruptured, but the actual cause could not be identified. As our presumption of the cause for the balloon rupture, it is possible that sheath introducer¿s valve area was small, or the balloon was damaged by the load during intubation without using the catheter inducer, and ruptured from the damage when inflated, or the cause may be the effect of lumen obstruction caused by excessive insertion of the sheath, or some external factor before reaching the target site. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that all devices were flushed and prepared as per the instructions for use (IFU). The cello balloon catheter was placed with the help of a dilator and 0.35 wire. After some time, the operator noticed the cello balloon deflated in a few seconds. The balloon was inflated 2-3 times, but it was unsuccessful at keeping the balloon inflated. The device was removed and a replacement device was used to complete the procedure. The patient was undergoing surgery for a mechanical thrombectomy. It was noted the patient's vessel tortuosity was moderate. Additional information was received reporting that a guidewire was used with the balloon but there was not excessive manipulation of the guidewire. The physician did not shaped the guidewire tip. During inflation, the guidewire was advanced 7-8 mm out of the catheter tip. The procedure contrast ratio was 50/50 and injection rate was steady. After the cello was removed, it was not inspected for clot at the tip or for holes. It was noted that blood had not entered the catheter lumen. No contrast leak was observed during the inflation attempt. No catheter kinks were were observed during use.